Manufacturer narrative:
Product complaint#: (B)(4). Updated sections. Section b5: additional event information received on 04-dec-2024 indicated that the lot number for the embotrap iii 5 mm x 37 mm is 24b112av. One pass was made to attempt to retrieve the clot. The event did not result in thromboembolism. There was no vessel damage due to the event. There was no procedural delay due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy of the middle cerebral artery, segment 2, an embotrap iii 5 mm x 37 mm (et309537, unknown lot) was used per the instructions for use (IFU). After the embotrap was deployed in m2, the thrombus was retrieved by asap technique. During retrieval, the embotrap got stuck and could not be pulled. Aspiration catheter was advanced over the embotrap, which finally could be retrieved without resistance. There was no negative impact to the patient. A continuous flush was done. A phenom microcatheter was used. Additional event information received on 26-nov-2024 indicated that there was thrombus within the device during withdrawal difficulty. The withdrawal was performed as per the IFU. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Withdrawal difficulty into the intermediate/guide catheter after deployment is a potential complication associated with the use of the embotrap iii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. There are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.